Event description:
On april 27, 2026, senseonics was made aware of an incident in which the user reported experiencing two hypoglycemic events occurring at approximately 9:45 am and 6:00 pm eastern time. The user indicated that these events occurred while the eversense cgm system was not in use as the user was experiencing a transmitter battery issue (per a related case). The user did not seek professional medical treatment and reported resolving the events independently using carbohydrate intake. The user's healthcare provider was not aware of the events, and the user was advised to follow up for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.